Manufacturer narrative:
Patient demographic information was declined to be provided by a site representative initially reporting the event.the decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient.a medtronic technical services representative assisted the surgeon on the phone with proper registration technique of not collecting points below the eyes. Software investigation determined the software is functioning as designed. No parts have been received by the manufacturer for analysis.

Event description:
A site representative, equipment technician, reported that while in an ear, nose & throat (ent) procedure, the surgeon was not able to register the patient using the tracer registration technique. The emitter position was adjusted, with no resolution. The tracer pattern used included areas below the eyes. In trouble-shooting it was recommended registering the patient without collecting points below the eyes and this registration proved to be successful. The surgeon confirmed the registration was accurate and continued the surgery as planned. The surgeon completed the procedure with the use of the navigation system. There was approximately a 60 minute delay in the procedure.